Event description:
Harmonic ace handpiece (ref#har36 lot#k92u08) used. Generator (generator #11) instructed operator to restart generator. Generator restarted; shortly after handpiece reactivated and used, generator instructed operator to restart generator. Generator then replaced with a different generator; handpiece, cord, and new generator reassembled. Generator proceeded to occasionally alarm.